Event description:
The customer called to report that she lost her insulin pump while she was in the hospital with a foot infection and high blood glucose levels between 300 and 400 mg/dl. The customer stated that her blood glucose levels elevated due to the foot infection. Troubleshooting was not possible as the customer did not have the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.